Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to pt injury. Device issue: guide wire separation. It was reported that prior to using the guide wire in the pt, the proximal end of the guide wire split/separated in two pieces. There was no report of any force used during the preparation of this guide wire. The guide wire was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results: prod performance engineering was unable to determine a conclusive root cause for the guide wire separation. Eval summary: qa analysis revealed that the guide wire was returned without blood or contrast visible. The guide wire was separated at the proximal end of the hypotube. The distal portion of the guide wire was not returned. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electronic microscopy (sem) lab for further analysis. Prod performance engineering reviewed the incident info and the analysis of the returned devices. Reviewing the sem analysis of the guide wire that was opened, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire failed from ductile overload. The guide wire was therefore subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be bent excessively or kinked because a kink will damage the joint and fracture easily when handled. The incident info did not describe how the guide wire may have been kinked, but the analysis suggests that kinking the guide wire weakened the hypotube joint area that subsequently fractured. Accidentally kinking the device during preparation or just leaning on the hypotube area while laid out for use could kink the guide wire. It is also possible that the guide wire was damaged as it was loaded into the dispenser during mfg. Overall, over bending or kinking the hypotube area caused the fracture of the guide wire, but the cause of the over bending could not be determined. The lot history record was reviewed. There are no non-conformities associated with this lot number. This MDR is considered closed by the prod performance group.